Manufacturer narrative:
H3,h6: a medtronic representative went to the site to test the equipment. Testing revealed that hardware parts were replaced. The im aging system then passed the system checkout and was found to be fully functional. Codes b01,c02,d02 are applicable. H3,h6: a hardware analysis was initiated for 9735773 to determine the probable cause of the reported behavior. Analysis found that there were no failures found. The battery was tested (50.01v) with a known good uninterruptible power supply (ups) for a 24hr period and tested with no issues. The ups was then unplugged from ac power and continued to run under battery power for the set 11.5 minutes before the ups shut down as programed. It was noted that the battery had no signs of melted plastic. Codes b01,c19,d14 are applicable. H3,h6: a hardware analysis was initiated for 9735787 to determine the probable cause of the reported behavior. Analysis found that there were no failures found. The uninterruptible power supply (ups) was tested with a known good battery for a 24hr period and tested with no issues. The ups was then unplugged from ac power and continued to run under battery power for the set 11.5 minutes before the ups shut down as programmed. Codes b01,c19,d14 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that after completing work for another case, it was noticed that the main cart was producing a "burning plastic" smell and presented a battery critically low error message. There was no patient involvement.   2023-oct-19 interface update (rep): additional information was received, it was reported that there was troubleshooting done to try and resolve the issue. The camera cart was not connected to the main cart throughout the troubleshooting, after disconnecting and inspecting the main cat battery pack, the rep could not see any visible leakage. With the battery disconnected, the 'burning plastic' smell could still be detected but not as strong of a smell as the previous occurrence. The uninterruptible power supply (ups) lights were checked and all the lights appeared as expected. It was noted that the smell appeared to come from the ups and with the battery connected to the ups, the system was on and the self-test displayed that the main cart ups voltage was roughly 49 and current of roughly 0.05. During the initial issue, the system had been turned on for at least 10 minutes prior to the smell occurring. The battery pack was removed from the system and the top and bottom were inspected and there were very faint black circles that could be seen on the bottom of the pack and one faint black half circle could be seen on the bottom of the metal battery tray. The grounding cables were checked and they were all properly seated on the system and tightly secured, there were no visible damage to the cords. There were no external modifications made to the system and no reported damage to the power cable. All the cables on the back of the ups were inspected for charring/melting/discoloration and all the cables appeared visually expected. The thumb screw plates holding the computer, ups, battery pack, fuses , cmos battery and external power cable to the system were inspected for charring or discoloration but there were none found. The battery from the general area of the main cart was removed and the smell was still located near the back of the ups, the smell could be detected after each reboot.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735773, product ID: 9735787 , :- h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.